Event description:
Date of event is approximate but I reported this problem over several days to medtronic diabetes and all I originally got was a bunch of bs until my last call when medtronic diabetes acknowledged the error and were working on it. The fact is my as well as other pumps give incorrect info as to the total of the basal rates for the day. I have to download to their carelink to find out the actual daily total. Carelink is right and the pump is wrong. I have proven this many times by manually adding up the daily total manually and finally medtronic admitted to it as they got the same results as me and if they put in the same schedule as me into the pump they come up with a daily total which is wrong. This total is very important as displayed on the pump. It is the figure I use to check on any changes my doctor tells me to enter. He gives me a total as to what the new settings should be and if they're right I know I have made the changes correctly. If not, I assume they are wrong. But not this time. My doctor's office agrees with the carelink amount but not with the pumps amount. To me this is critical. It makes me question whether the pump is delivering the correct amount of insulin.